Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive b, esc and act buttons due to corroded keypad traces. No button error alarm was noted. The pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer's husband reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 113 mg/dl. The customer's husband was advised that the insulin pump would be replaced and agreed to return the device for analysis.